Event description:
It was reported that during a laparoscopic gastric bypass, at the stapling step to create the pouch, the 3 handles made a strange noise and the handles cracked during use. The reloads stopped midfire, partially due to the buttressing material becoming lodged in the reload jaw and also because the tissue layers became too thick for the reload to fire. The surgeon had to resect and re-staple during the procedure. The device was replaced each time these issues occurred. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10. Concomitant product: egiauxl, egiauxl endogia ultra univ xl stapler, (lot# p5k0959). Egiauxl, egiauxl endogia ultra univ xl stapler, (lot# p5k0959). Unknown reinforced reload, (lot# unknown). Unknown reinforced reload, (lot# unknown). Unknown reinforced reload, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.